Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The product was used off-label and not according to the information for use. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process.

Event description:
It was reported that there was leaking around the anus while the device was inserted in a paraplegic patient. While evaluating the issue, the nurse removed 95ml of fluid from the balloon. The same fms was reinserted,no further patient details were provided.

Manufacturer narrative:
This supplemental report is being submitted to correct initial reporter address for the reported hospital. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 15, 2016. (B)(4).